Manufacturer narrative:
(B)(6). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The 90% stenosed target lesion was located in the average tortuous popliteal artery (pa). The 6.0x20mm sterling balloon catheter was advanced and during the first inflation, the balloon ruptured at 8 atms 10 seconds. The device was removed intact. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status is good.